Event description:
It was reported that this non-(B)(6) right atrial (ra) lead exhibited noise and over-sensing. Which was believed to be by cause due to old lead. Non-(B)(6) lead testing was recommended. Currently, this non-(B)(6) remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).